Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, surgeon had to go over the femur distal cut with the bur six times. The cut surface was showing white, however, when using the plane visualizer the plane was not flush. When going back over the surface with the bur, there were also several red regions of cutting past planned cut depth with the bur. Surgery was performed after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed; several red regions were observed on the screenshots. Handpiece connection was successfully established, followed by error-free homing and handpiece calibration. The handpiece is calibrated, and it has not reached the overused threshold. Subsequently, the user proceeded to the checkpoint verification stage and completed the verification process successfully. During the femur cutting stage, no anomalies or errors related to the handpiece or software were detected in logs or screenshots. The reason for increased red region on femur after moving between visualize cut from bur initial cut is not known. The issue couldn't be reproduced. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (document number, rev x). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to tracker movement or too much pressure applied on the tip of the assembled drill, causing the bur guard to deflect slightly and skewing the depth. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.